Event description:
It was reported that this patient passed out and had fallen out of a tree. A review of the implantable cardioverter defibrillator (ICD) data was performed but the data was from over a week prior to the syncopal event. There were no stored episodes observed and no out of range measurements noted. However, the health care professional (hcp) reported there was oversensing on the right ventricular (rv) channel. Programming options were discussed, but the hcp did not want to make the adjustment. At this time, the system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The allegation was not confirmed. The baseline testing completed on the device found no failing conditions. All testing completed on the device passed or was not applicable, therefore no problem was detected.

Event description:
It was reported that this patient passed out and had fallen out of a tree. A review of the implantable cardioverter defibrillator (ICD) data was performed but the data was from over a week prior to the syncopal event. There were no stored episodes observed and no out of range measurements noted. However, the health care professional (hcp) reported there was oversensing on the right ventricular (rv) channel. Programming options were discussed, but the hcp did not want to make the adjustment. Eventually, this device was explanted due to therapy upgrade and returned for analysis. No additional adverse patient effects were reported.